Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be reportable. Evaluation: the iab and super arrow-flex (saf) sheath with sidearm were returned for eval. Per reported event, the third iab was not used, however, there was evidence of blood noted on the exterior surfaces of returned iab, saf sheath and sidearm of saf sheath indicating device was attempted for use. Bladder was tightly wrapped, received fully through the sheath and located on the catheter approximately 29.5cm from the distal tip of iab. Cal key and fiberoptix sensor (fos) connector were attached to the yellow fos cable, which was attached to the iab. An in-house .025" spring wire guide (swg) was backloaded into the distal tip of iab through the female luer end of the bifurcation with no resistance encountered. One-way valve was disconnected from the female lock connector, tested with a vacuum gauge and passed all tests. One-way valve was reconnected back to the lock connector. A vacuum was pulled on the iab and held. Iab was connected to the tubing which was connected to the leak tester. Iab was submerged in water and pressurized; no leaks were detected in the iab or bladder. One-way valve was reconnected to the lock connector. A vacuum was applied to the iab again. Bladder was moisturized and manually wrapped. Saf sheath was removed from iab with ease. Inner diameter of the saf sheath was measured and was within specification. Bladder thickness was also measured and was within specification. Saf sheath was passed back onto the iab with ease. The reported complaint cannot be confirmed. The bladder was fully through the sheath. There was no problem found with the iab and saf sheath.

Event description:
Reference MDR # 1219856-2009-00345 for the first event and MDR # 1219856-2009-00346 for the second event involving the same pt. It was reported that the third intra-aortic balloon (iab) was the same lot number as the last two iab's and the physician and staff were not confident that this iab, with the same lot number, would yield a successful insertion. As a result, the iab was not used. The physician asked the clinician to bring him an iab with a different lot number and this time the insertion was a success.